Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 production lot in-house retention tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. See h.10.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes underfilled. There was no report of the patient impact. The following information was provided by the initial reporter, translated from spanish to english: notification of 3ml bd tubes, with insufficient filling, was presented in 2 racks, one completely spent with difficulty, and with the second evidence the same problem for which the report is made.

Manufacturer narrative:
Additional email address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes underfilled. There was no report of the patient impact. The following information was provided by the initial reporter, translated from spanish to english: notification of 3ml bd tubes, with insufficient filling, was presented in 2 racks, one completely spent with difficulty, and with the second evidence the same problem for which the report is made.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes underfilled. There was no report of the patient impact. The following information was provided by the initial reporter, translated from spanish to english: notification of 3ml bd tubes, with insufficient filling, was presented in 2 racks, one completely spent with difficulty, and with the second evidence the same problem for which the report is made.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 25-apr-2023. Investigation summary: bd received [10] samples for investigation. The samples were visually inspected with no issues being observed. The product expired 28feb2023; therefore, no further testing can be performed. Additionally, [100] retention samples from bd inventory were evaluated. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.